Manufacturer narrative:
(B)(4):the display screen was found to be blank on boot up. The pump had sound and vibration but no display and no response from the keypad. The pump software was rebooted and the issues resolved. The keypad buttons were found to be responding to button presses but the buttons did not have normal spring back. The keypad was removed and contamination was found under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, all the keypad buttons are not responding to user input. The pump is being returned for investigation. There was no report of patient impact associated with this complaint.